Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that (B)(6) 2013, patient developed a rash which was itchy, raised, and red. The rash developed under the adhesive areas, while wearing a sensor which took a week to heal. Patient¿s mother contacted a doctor by phone on (B)(6) 2013. The doctor suggested that the patient should contact dexcom for recommendations. At the time of the call to dexcom technical support, the patient indicated that she was still experiencing itching from the sensor she had inserted on (B)(6) 2013, and she indicated that she had stopped wearing sensors.